Event description:
(B)(6) had a total hip replacement on (B)(6) 2005. She received the depuy pinnacle sector ii acetabular shell size 56mm, 6.5 x 40 acetabular screws, size 36mm plus 5 femoral head with metal-on-metal articulating insert, and a size 6 standard offset summit stem. Prior to surgery, (B)(6) had right hip pain as a result of right hip degenerative joint disease secondary to acetabular dysplasia. On (B)(6) 2005, three months post surgery, (B)(6) was ambulating without difficulty, but still had a slight limp with trendelenburg shift to the right and her left hip hemi-pelvis was slightly higher than the right. On (B)(6) 2009, a CT of the pelvis revealed a cystic mass anterior to the right acetabulum. On (B)(6) 2010, the right hip dislocated and (B)(6) was taken into the operating room to have the hip relocated. (B)(6) continued to wear a brace for many weeks following dislocation and in (B)(6) 2010, she reported experiencing clicking when she walked and she was walking with a shift to the right. Her leg length on the right was 1cm longer. On (B)(6) 2010, (B)(6)'s right hip dislocated again and she had a closed reduction of the right hip. She was once again placed in a brace. Once again, on (B)(6) 2011, (B)(6)'s right hip dislocated and again her hip was reduced. On (B)(6) 2011, (B)(6) had a revision of the right total hip arthroplasty.